Event description:
A customer complaint was rec'd that their gem premier pak 7 cartridge gave a questionable result with an initial po2 reading of "3." No software/hardware errors were flagged. All other analytes were in specification. Customer ran sample on another instrument, which read sample as "97." Pt was not treated based on original result with gem premier pak 7 cartridge, so there was no adverse event. Gem system diskette was returned to instrumentation laboratory for investigaiton and complaint was confirmed.